Event description:
It was reported that loss of aspiration occurred. The patient presented with lower extremity vein thrombosis. The angiojet device and heparin saline were prepared according to normal procedural steps. During the procedure, after being unpacked, the pump head was installed into the drawer. One end of the saline pipeline was connected to the heparin saline. The priming valve was opened, the drawer closed, after which the device was primed after self-check of the machine. After priming, the guidewire was selected to enter the diseased blood vessel for thrombectomy. After a period of time, the device stopped working, and prompted to check whether the catheter was blocked. Upon examination, the catheter was not blocked. The reset button was pressed to continue thrombectomy; however, the issue above occurred again after about 10s. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual examination and functional testing. There was no damage to the device, and the catheter was successfully working with no pump leaks, set-up issues, alarm messages, or loss of aspiration present. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally.

Event description:
It was reported that loss of aspiration occurred. The patient presented with lower extremity vein thrombosis. The angiojet device and heparin saline were prepared according to normal procedural steps. During the procedure, after being unpacked, the pump head was installed into the drawer. One end of the saline pipeline was connected to the heparin saline. The priming valve was opened, the drawer closed, after which the device was primed after self-check of the machine. After priming, the guidewire was selected to enter the diseased blood vessel for thrombectomy. After a period of time, the device stopped working, and prompted to check whether the catheter was blocked. Upon examination, the catheter was not blocked. The reset button was pressed to continue thrombectomy; however, the issue above occurred again after about 10s. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.